Event description:
It was reported that the filter was curled up together. The target lesion was in the carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, the guidewire of the filter came out of the sheath, and the filter was curled up together. Hence, the filter was unable to deploy. The procedure was completed with another of the same device. No complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The wire returned inside the delivery sheath and the filter bag came back in deployed state. The wire was exposed through the delivery sheath. Also, the filterwire was kinked.

Event description:
It was reported that the filter was curled up together. The target lesion was in the carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, the guidewire of the filter came out of the sheath, and the filter was curled up together. Hence, the filter was unable to deploy. The procedure was completed with another of the same device. No complications reported and the patient was stable.